Manufacturer narrative:
(B)(4).

Event description:
It was reported that about a month after the implant procedure, a small amount of erythema was observed above the ICD incision site. It was deemed to be related to inflamed sebaceous cyst. The event was considered to be procedure related. The event was resolved by treatment with antibiotics. Patient was stable.